Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer visited emergency room due to high blood glucose on (B)(6) 2021 with unknown blood glucose level. Customer reported that the ring was broken. The customer declined to give an information or report emergency room. The insulin pump will not be returned for analysis.